Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that these right atrial (ra) and right ventricular (rv) leads were found to have dislodged shortly after implant. A revision procedure was performed wherein both leads were repositioned without consequence to the patient. No adverse patient effects were reported.